Event description:
It was reported that during a ptca procedure, the guiding catheter was used in a brachial approach. As it was inserted, when the guide wire was torqued, the device kinked and snapped at the proximal 3rd. Both pieces of the guiding catheter were retrieved. Reportedly, there was no pt injury.